Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. Damage to the implant was identified likely possible / due to the removal process. The implant collar was fractured. A fractured fragment was identified inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number 46513 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician selects implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was seen to evaluate the implant at tooth location #8. The exam showed that the implant was fractured and completely covered by tissue. No tenderness or signs of infection. The implant was removed at next appointment. Symptoms as a result of the event: pain.